Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: oscillating saw attachment device, (B)(6) 2019. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the staff could not get the oscillating saw attachment device to stay on the battery oscillator device. It was further reported that the knob which was used to tighten the attachment device came loose and then came off completely. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service history review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device failed pretest for general condition and check saw blade coupling. It was further determined that the saw head locking mechanism had a crack and the turn knob unit was missing. It was further determined that the crack on the saw head and turn knob getting loose were caused due to a design related issue for the saw head locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to construction/design false, defective. The issues have been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.